Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: doctor was using a v-loc suture. Placed a few then started having problems with the suture breaking. Also reported to (B) (6) to make sure no other facilities had any affected product. Patient had to be brought back to surgery that evening for bleeding. Might have been due to the fact that the suture was breaking. Dr (B) (6).